Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscalibur¿ flow cytometer waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: fluidic coming out at waste end on standby.

Event description:
It was reported that while using bd facscalibur¿ flow cytometer waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: fluidic coming out at waste end on standby.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00317 was sent in error. The leakage was contained within instrument, therefore, this is not considered to be a reportable malfunction.